Event description:
Event description guidant received information that during an implant procedure of a non-guidant device, when this easytrak whisper ms guide wire was removed from the catheter, the tip of the wire was broken from the rest of the wire. Under fluroscopy the tip was located, however the physician chose to leave it in the patient.